Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the lead kinked while the healthcare professional (hcp) was placing the lead through the foramen needle. Once kinked, the lead wouldn't properly feed through the needle. It was replaced with a new lead and the issue was resolved. There were no symptoms or further complications reported or anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on (B)(4) 2017. The rep reported that the cause of the lead getting kinked was not determined. The rep reported that it almost appeared that the pne lead came out of its plastic hoop kinked. The rep reported that he couldn¿t confirm that this was the case or how the lead ended up kinked.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.